Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was difficult to charge and recharging was taking too long. The patient usually got one, two, or four coupling bars and only occasionally got all eight coupling bars. Coupling would decrease when the patient made small movements. While in the clinic on (B)(6) 2016, the rep was only able to get eight coupling bars once for about a minute, but they couldn¿t sustain the eight bars. The issue had been gradually getting worse since implant but had become a larger issue over the past couple weeks. The patient charged for six hours on (B)(6) 2016 and had been charging for seven hours on (B)(6) 2016. The patient was trying to get to 100% charge level after the initial full message was seen. The patient saw the temperature message on the recharger during long recharge sessions and while lying on the recharger antenna and the recharger was getting hot. The temperature message and recharger getting hot while charging issue began in (B)(6) 2016. Antenna locate was attempted with results in the 60s but this did not resolve the issue. The rep did not have access to another recharger to charge the ins. The rep was going to go get another recharge to compare against but had to go out to his car to do so. The rep was to call the manufacturer back. No ins pocket issues were reported. The ins was very shallow, the patient was thin, the ins could be easily palpated, and the ins was parallel with the skin. Additional information received from the manufacturer representative (rep) reported that after more troubleshooting, the patient¿s battery seemed to slightly move down under their skin when they sat back. They found that if they moved the charger antenna lower, they got good coupling. The patient said they would call if any there were any further issues. The rep hadn¿t received a call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.